Event description:
This patient was scheduled for sternal rewiring. The patient has a family history of malignant hyperthermia and had received non-triggering anesthetics in the past. The procedure was started under tiva with psi monitoring. The patient did complain of irritation by propofol infusion around induction affirming the patency of connection of the IV tubing. At the start of the procedure the patient exhibited an increase in psi and bp. At the time the patient was on a lower dose of propofol 110 mcg/kg/min. This responded to bolus propofol and opioid dosing and increase in infusion rate. This was deemed as a normal response to incision. This was followed by a steadily increasing psi responsive to bolus propofol but not to increasing infusion rates. At this time the surgery was stopped since the arms were tucked in and the IV site was checked. On checking the IV site it was found that the infusion was disconnected and the propofol was leaking in the towels used to drape the arms. There was thus no leakage on the floor. Once the disconnection was discovered, the propofol was reconnected and the rest of the procedure proceeded uneventfully. The patient was dosed with versed to limit recall. It wasn't sure at the end of the anesthetic if the patient would have any recall of the events. However on directed questioning in the recovery room approximately half an hour after the procedure it became evident that patient might have had some recall. The event was explained in detail in the recovery room and then the next day with the family present. The patient was not disturbed by the event and was very pleasant and appreciated our care in-spite of the occurrence.